Event description:
It was reported that stent dislodgement occurred. Vascular access site was obtained via radial artery. The target lesion was located in the right coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, while trying to enter the stent into the desired lesion, the stent was decimated. The device was removed thru snare, and the procedure was completed with a new device. No patient complications were reported, and the patient was stable post-procedure.